Event description:
It was reported that atrial output was not capturing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis could not confirm the customer comment of atrial output not capturing. It did find that the upper and lower cases, both bail covers, the ring cover and the battery drawer were broken, that the lead flex cover was corroded, both bails were missing and that the keyboard and battery flex were contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.